Event description:
On (B)(6) 2025, the user reported difficulty pairing the replacement ilet to the mobile app, which initially prevented bg display. After re-pairing, the issue was resolved. The user reported a highest blood glucose (bg) of 258 mg/dl and allowed the ilet to correct. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.